Event description:
Reporter states that she has a form of osteoprosis. She fractured her foot last year (nov 2005) and the site isn't healing. Her malfunctioning scooter was returnedto the company on may 23rd @ 2:30 pm. There had been two prior attempts prior to the actual pick up. Prior to the scooter being picked up co owner told her that she would be entitled to a full refund, as yet reporter hasn't received any money back. In fact, she's callled and spoken to 4 people and the owner without ever receiving a courtesy call back for follow up. She thinks that she's been "taken" as part of a con-game. She really needs her money. She's on a fixed income, she's been assulted in the past, takes medication and is currently using a loaner scooter. She has someone holding a replacement scooter, but needs her refund in order to purchase the new one. Reporter states that she is very frustrated right now and would like closure.